Manufacturer narrative:
Evaluation of the returned packing coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pet bump was advanced distal to the ddt capture feature. If the packing coil is manipulated against resistance, the pusher assembly may elongate beyond the reach of the distal tip of the pull wire. If this occurs the pull wire may advance through its alignment feature and distal to the ddt resulting in the embolization coil detachment. Based on the reported event, the patient¿s tortuous anatomy may have contributed to resistance during the procedure. Further evaluation revealed offset coil winds on the embolization coil. This damage was incidental to the reported complaint and may have occurred during manipulation of the packing coil against resistance. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod packing coil (packing coil) and a microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. While advancing the packing coil through the microcatheter, the physician experienced resistance. The physician continued to advance the packing coil through the mid-shaft of the microcatheter, and experienced more resistance. The physician then decided to remove the packing coil from the patient. While removing the packing coil, the coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached coil was removed from the patient and the packing coil was then flushed out of the microcatheter. The procedure was completed using a new packing coil and the same microcatheter. There was no report of an adverse effect to the patient.